Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 305.3 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. There was distorted light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: applicator has been used 2 times. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector. Additionally, the exposed glass tip had normal degradation. The fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the fiber during setup, use, or reprocessing contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in procedure performed on (B)(6) 2021. During the procedure, it was no longer possible to see the pilot light and the laser was no longer effective on the stone. The procedure was completed with another lighttrail reusable 270um laser fiber there were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.